Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E3: contact's title is biomedical engineer technician. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that intermittent images were caused by some kind of abnormality in communication with the scope due to the wear of contact pins in the video jacket. The root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegations were confirmed. It was noted that the intermitted signal issue was due to worn out video connector pins. Signal loss occurred when the pigtail was moved. It was also noted that the software needed to be upgraded and the main switch needed to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported to olympus that the visera elite video system center had issues with intermittent signal display during a procedure with multiple scopes. There were no reports of patient harm reported with this event.